Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The motor tested okay. No motor error alarms were noted.

Event description:
It was reported that the insulin pump alarmed motor error twice; once during regular use and once during bolus delivery. The customer has disconnected the device from their body. The customer's blood glucose was 9.8 mmol/l. The discontinuation of the device was advised. Nothing further was reported.